Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient cannula lifted out and caused an infection on (B)(6) 2026. The patient faced cellulitis event which came very close to sepsis.the patient got hospitalized and got treated with intravenous antibiotics. The patient faced cellulitis event which came very close to sepsis. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.